Manufacturer narrative:
The pump was returned, and analysis found pump motor gear train anomaly- corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Conclusion code has been updated to (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Previous report indicated recall notification (B)(4). The recall is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The previously reported information was received on 2017-dec-20.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: recall (B)(4) is applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (20mg/ml at 10mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the critical alarm had started on (B)(6) 2017. The pain clinic staff interrogated the patient's pump, and it was noted that the pump had a motor stall. The surgeon was notified of the need for surgical replacement, and the pumpwas replaced on (B)(6) 2017. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.